Event description:
It was reported the hand pieces were about to be used during a laparoscopic cholecystectomy. The devices emitted a solid tone lockout right out of the box. Another device was used to complete the case. No patient consequence.